Manufacturer narrative:
Investigation into this complaint included an existing data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer file for the run in question was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. It was noted that in the complaint description the customer stated patient sample ID (B)(6) was negative and therefore this was a discrepant result. However, based on data review, sample ID was actually positive on the alinity sars-cov-2 assay, which is in alignment with the positive result received on cobas. Patient sample ID (B)(6) and sample ID (B)(6) were negative on alinity m sars-cov-2 assay, which is in alignment with the repeat results on cobas and alinity m respectively. Based on this data review, there were no discrepant results. It was also noted that the portion of the signal that is used to determine the result was before the observed spikes. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511468 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511468 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 511468. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511468 and its components was performed and identified one internal use issue related to this issue and these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 511468 did not identify any additional complaint tickets related to the reported issue. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511468 was not identified. Additionally, based on the data review conducted during this complaint investigation, which determined that there was no discrepant result there is no risk for death or serious injury if a malfunction were to recur as there was no malfunction (discrepant result).

Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer states that they had had questionable results on some alinity m sars cov-2 samples. On (B)(6), customer had 3 samples that generated valid negative results without an error code, but when reviewing the curves the customer noticed they showed extreme spikes. Customer is concerned that these spikes were not flagged with an error code. Engineer was on site for another issue when this report was received and since the engineer intervention on (B)(6), assay processing unit 4 (apu4) has been running smoothly and no further spikes on curves have been generated on the instrument. All samples in question were retested: (B)(6) retest with roche sars assay on cobas was deemed "weak positive" (e-gene CT (B)(6), orf-gene negative), (B)(6) retest on cobas generated a negative result and (B)(6) restated on alinity m and generated a negative result. Negative result of (B)(6) was the only discrepant result generated, but was never reported outside of lab, as the customer retested on roche after not trusting our result. The positive roche result was reported. Results were only released to patients after retest of questionable results; therefore questioned results were not released to have impact to patient management. Customer later claimed to have more cases of valid results with spiky curves. Despite request for sample ids and run dates, no further details have been provided by customer so far. Local ambassador is also involved in the case and will remind the customer. Ticket has been elevated for investigation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.